Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 7.5, lab: 3.5, therapeutic range: (2.0-2.5). Three hours later, patient had venous draw at the lab.